Event description:
It was reported that via remote transmission, non-sustained ventricular oversensing due to lead noise was observed. Externalized conductors were noted. Subsequently, a dft test was successfully performed. Programming changes are being considered for the next follow-up. Patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.